Event description:
It is reported the patient is twiddling and rotating the ipg in the pocket site. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Manufacturer report number 1627487-2023-02165. Additional information received indicates surgical intervention took place on (B)(6) 2023 wherein the extension was explanted, replaced and the same ipg was used and placed in the same pocket site. Effective stimulation was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.